Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient was initially seen by his primary care doctor because the area near the bottom of his pump was inflamed. The primary care physician put the patient on antibiotics. The patient was see by the pump managing physician's office (B)(6) 2013. The patient had skin irritation, cellulitis, and they could see the pump. There were two holes in the patient's skin; the pump was protruding through the skin; the pump had eroded through the skin. When the two holes were discovered the patient was sent to the ER because the neurosurgeon could not come and see the patient in the office. The pump was explanted. The patient outcome was reported as "non-serious injury/illness." The pump was delivering gablofen.